Event description:
Reporter alleged she attempted to test on the compact plus system when she was feeling nauseous, but couldn't get a result due to an error message within specification (e-5). Reporter stated that a friend drove her home from work, and she called the doctor the next day and was treated for dehydration by drinking fluids. Reporter also stated that she attempted to test on the compact plus system when experiencing high blood glucose symptoms, but couldn't get a result due to an error message within specification (e-5). Reporter was driven to the hospital by a family member, where she is being treated for tightness in the chest. No other actions were reported taken or treatment received. A request was made for the return of the suspect device; however, reporter no longer has the vial for her drum she is returning. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported, the system had calibration issues. No report of pt or staff injuries.